Event description:
It was reported to adac that when copying a computed trial, the ssd's were incorrect for the computed trial. The user was able to correct the ssd's by turning the beam visualizations off, then back on again in 2d. No injuries were reported as a result of this issue.